Manufacturer narrative:
(B)(4). Additional information: sleeve and housing cap. The analysis results found that the b5lt device was received with damages inside the housing and the sleeve. Upon inspection with magnification it was confirmed that the housing had internal scratches and the sleeve was melted at the inside. The plastic that was reported by the customer is the scratched material from the device. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did plastic come off of trocar sleeve? If so, did any plastic from sleeve fall into patient? If plastic from sleeve fell into patient, was plastic retrieved? Did plastic fall off of trocar housing? Did plastic fall off of obturator? If so, did plastic from obturator fall into patient? If plastic from obturator fell into patient, was plastic retrieved?

Event description:
It was reported that during an unknown procedure, the plastic was coming off the trocar. Case completed with another device of the same product code. There were no patient consequences reported.